Event description:
Pt was revised due to stiffness and pain (right side).

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported stiffness and pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.